Event description:
It was reported that during a gastrectomy procedure, the device cut but did not staple completely. Only stapled three rows on one side and one row on the opposite side. Hand sewed to close the opening. There was no pt consequence.